Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted (20250206_085352) that showed events spanning approximately 6 days (31jan2025 ¿ 06feb2025 per timestamp). Loss of external power events associated with no external power, and power cable disconnect alarms were active on 05feb2025 from 08:38:52 ¿ 08:39:17. These alarms became active due to voltage on both cables simultaneously being recorded at ~0.0v. The alarms resolved following the system controller being connected to battery power. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mpu, if the ac power cord has a v-lock, if the cause of the loss of power is known, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, and power cable disconnect. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and captured a series of no external power events on (B)(6) 2025 at 08:38:52 while on mobile power unit (mpu) power, caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
D4: the device serial and lot numbers were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.